Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ¿pump was slow.¿ there was no additional information available regarding this complaint. Multiple attempts to contact the reporter by customer technical support to follow up were not successful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.